Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected, no damage was observed, however, during a closer inspection, a reddish material and a hole were observed on the pebax with internal components exposed. Then, an electrical test was performed, and the thermocouple an electrical wire from some electrodes were found broken inside the tip creating an electrical and temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical wire breakage and the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter had a current leakage error. The cable was replaced with no resolution. When the thermocool® smart touch® sf bi-directional navigation catheter was replaced, the issue resolved. There were no patient consequences. On 12/20/2019, additional information was received which indicated that they also had all ic, bs and ECG signal loss on both the carto 3 system and the recoding system. However, the physician was able to monitor the patient¿s heart rhythm on a defibrillator. The customer¿s reported issues of current leakage error and loss of signals were assessed as not reportable since the issues are highly detectable and patient safety is unaffected by this issue. On 1/28/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed a reddish material observed inside the pebax where a hole was also found with internals components exposed. These findings were reviewed and determined the hole to be an MDR reportable malfunction since the device integrity is not maintained and internal components are exposed to patient. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis and reassessed this complaint as MDR reportable.